Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse testing the instrument but could not reproduce the error. Fse verified flag 43 was set properly and then performed an annual periodic maintenance without any issue. The g8 instrument was functioning as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13523107 from 17-sept-2017 through aware date 17-oct-2018. There were no similar complaints identified during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the 706 syringe-l error message could not be determined. The error could not be reproduced.

Event description:
The customer reported a 706 syringe-l error message on the g8 instrument. The issue was occurring intermittently but had become more consistent. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.